Event description:
Invalid result (s). We got a call from a customer that is having an issue with the flowflex covid 19 antigen test kit. This is an out of box issue. When the customer performed the covid test, nothing appeared in the test window. The test window was blank, nothing next to the c-line or t-line. Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer cannot send a picture of the test cassette in question, she had thrown all the components away.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020194 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with the flowflex covid 19 antigen test kit. This is an out of box issue. When the customer performed the covid test, nothing appeared in the test window. The test window was blank, nothing next to the c-line or t-line. Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes. The customer cannot send a picture of the test cassette in question, she had thrown all the components away.